Event description:
Pt self tester reports discrepant results with meter. Date: unknown, inratio: 2.7. Date: (B)(6) 2010, inratio: 1.1, date: (B)(6) 2010: 2.8 (retest 3 mins later).

Manufacturer narrative:
Investigation pending.